Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the reported stent fracture could not be identified. The single stent struts were not visible on the images, however, the symmetrical hourglass shape of the constricted section indicates a twisting of the stent. The images also document that the vessel was occluded and that the flow could be restored. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to a twisting of the stent in this region. In this case, the stent could be released without issue and post-dilation was performed. Reportedly, access was gained through the jugular artery which may be a contributing factor to the reported event. On the basis of the information available and the evaluation of the images provided, a definite root cause for the stent twisting could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states that post stent expansion with a pta catheter is recommended and that pre-dilation of the lesion should be performed by using standard techniques. Furthermore, the IFU states: "gain femoral access utilizing a 6 f (2.0 mm) or larger introducer sheath."

Event description:
It was reported that one month post implantation of the vascular stent for treatment of a pre-dilated lower limb stenosis via retrograde access through the left jugular artery, the stent was found to be fractured. A balloon dilation was performed for treatment. There was no reported patient injury.

Event description:
It was reported that one month post implantation of the vascular stent for treatment of a pre-dilated lower limb stenosis via retrograde access through the left jugular artery, the stent was found to be fractured. A balloon dilation was performed for treatment. There was no reported patient injury.